Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
The complaint states that "insufficient information for complaint classification" was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported that the patient reported having ¿sensor issues¿ which resulted in her going into dka and being hospitalized. No patient symptoms were reported. However, the patient refused to provide dexcom with any further information. There was no documentation of what medication or treatment the patient may have received during her hospitalization. It was also not specified how long the patient was hospitalized prior to discharge. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
D: primary UDI number - additional h2: additional information

Event description:
Subsequent to the initial MDR, additional information became available.